Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information indicates cause of death was a stroke. The patient death was reported with no allegation the death was related to this product.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.